Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the patient experienced blurred visual acuity, flipped axis . The iol was scheduled to be explanted. Additional information was requested and received. The iol was exchanged in a secondary procedure following the initial procedure.

Manufacturer narrative:
Data associated with the g.3. Date provided in the initial MDR should be corrected to 06/20/2022. It was initially reported as 06/10/2022 but was incorrect.the manufacturer internal reference number is: (B)(4).